Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was for the past 4-5 months patient had been having issues when trying to charge the implant. Sometimes patient had to turn stim off and try to turn it back on like if patient was going in for x-ray or something. A lot of times it did not want to come back on and pt reset the controller and then it came back on. Recently when patient was charging the implant, patient's husband had an awful time finding the implant and it was not picking up a charge. Patient was only able to charge to 40-50% and then it cut off and would not charge anymore. Pt had to start all over again and it just won't. The next day it was down empty and patient tried again and it only went to 50%. Last night it did go fully charged but some nights patient had a hard time getting it to work. Pt also mentioned seeing a message saying a problem, call medtr onic but pt did not know exactly what the message was. A replacement recharger was sent out. No symptoms were reported.additional information was received from the patient (pt) it was reported that they were sent a new paddle and facing the same issues. Ins still doesn't come back on a lot of times. Issue is not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) , product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). It was reported that ins doesn't want to turn off, it turns on almost all the time. They take the battery out and put it back in to resolve that issue. Issue is not resolved.